Event description:
The surgeon had performed a partial knee arthroplasty using mako's robotic arm interactive orthopedic system (rio). The pt experienced a post operative tibial fracture. The surgeon subsequently performed a total knee revision.

Manufacturer narrative:
As part of normal complaint follow-up, an investigation is being performed at mako surgical with regards to the robotic arm interactive orthopedic (rio) and restoris mck. A subsequent MDR will be submitted if the investigation concludes that a mako device was the cause of this event.